Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to a defective c7 component on the computer/analog board. The root cause for the defective c7 could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor returned a monitor associated with an unrelated issue when a reportable malfunction was found.